Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. The suture broke while suturing fascia. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Please provide procedure name please provide lot number this is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).